Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing multiple intermittent cable disconnect alarms. The patient was not in process of disconnecting during these times. The system controller was swapped out with no further problems were reported.

Manufacturer narrative:
The device was returned to the MFR for evaluation. The system controller was connected to the equipment in the MFR's lab and the reported event was confirmed. The black and white power cables were maneuvered and while moving the black power cable at the connector end, the system reported a yellow battery alarm which progressed to a red battery alarm. The black power cable was then stripped at the connector end revealing a broken inner conductor. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.